Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2007 the patient underwent: posterior lumbar decompression, l5-s1, posterior spinal fusion, l5-s1. Posterior lumbar interbody fusion, l5-s1. Placement of interbody cage l5-s1. Pedicle screw spinal instrumentation, l5-s1. Harvesting and placement of local bone graft and rhbmp-2. Preoperative diagnosis: degenerative spondylolisthesis, l5-s1. Lumbar spinal stenosis, l5-s1. Per-op notes: "an l5-s1 annulotomy and discectomy was performed using a combination of 15 blade, curetes and osteotomes. Sequential interbody trials and shavers were then used to size the appropriate interbody device, a final 13mm trial was found to be appropriate fit. Local autograft alone with rhbmp-2 was then packed anteriorly into the right l5-s1 interspace. Following adequate preparation, discectomy of the left l5-s1 interspace, rhbmp-2 sponge along with local bonne autograft was then placed in the left l5-s1 interspace. The appropriate depth and location of the interbody device was confirmed fluoroscopically." On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.